Event description:
Pt with bilateral carotid stenosis post CABG. Angiographic evidence of left subclavian in stent restenosis greater than 95%. Subclavian steal syndrome. Attempted balloon angioplasty of left subclavian. Resulted in trapped dymon 4x4 balloon restented under fluoroscopy. Dsa subclavian carotid arterigram and anterior duplex.